Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis.